Event description:
This female patient was undergoing coil embolization within the aneurysm. The 1st coil was placed in the aneurysm without any problem. During attempt to advance the 2nd delivery system into the microcatheter, the coil pre detached. There was no tortuousity or calcification present. There was no adverse effect to the patient.